Event description:
It was reported that the oxygenator had a heavy blood leak from a split at the joint. The pt is reported to have hypoxicerebral injury due to this leakage. It was reported as of 9-7-2000, the pt has low left ventricular function and is under medicinal treatment.